Event description:
It was reported the patient had difficulty urinating after implant procedure. The event resulted in in-patient or prolonged hospitalization. The etiology was the surgery/anesthesia and was related to the implant procedure and possibly related to the device or therapy. If additional information is received on outcome a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)